Event description:
A malfunction was reported with the pump's quick bolus and wake button, which was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to properly press the button and ultimately decided to replace the pump. The customer acknowledged the instructions to put the original pump into storage mode, return it to tandem using the provided return box and pre-paid label, and to set up their replacement pump, including programming their settings and connecting their cgm. The replacement pump was sent without the need for a delivery signature.